Event description:
The technician reported the foot end brake casters are not holding. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged the brake caster supports and brake steer pedal. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters, supports and brake steer pedal to resolve the issue. Based on this information, no further action is required.